Event description:
The wheels would not lock on a kci low air loss bed in sicu. When care giver leaned on bed it would move easily. Mattress is such that when the mattress is on max inflate the patient slides easily on the mattress. Combined with the bed moving, both the care giver and the patient are at risk for injury. Vendor personnel did demonstrate the proper procedure for locking the wheels however, only the wheels at the lower end of the bed lock. The two at the head end do not. Vendor personnel admitted this is true of all of these beds. Co-workers confirmed they have the same issue in other rooms with similar beds.